Event description:
Customer reported via phone call to have received a failed battery test alarm. Customer's blood glucose was 576 mg/dl and was treated with manual injection. After troubleshooting, customer was able to clear alarm. Customer was advised to monitor insulin pump and that battery cap would be replaced as a courtesy.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.